Manufacturer narrative:
08/18/2017 (B)(4): the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath and extender tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # 141777.

Event description:
It was reported than on (B)(6) 2017 intra-aortic balloon (iab) therapy began. On (B)(6) 2017, alarm ¿rapid gas loss¿ was generated for three times during therapy. The iab was replaced and therapy continued. Severe tortuosity was noted in the patient vessel. There was no injury or harm to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported than on (B)(6) 2017 intra-aortic balloon (iab) therapy began. On (B)(6) 2017, alarm ¿rapid gas loss¿ was generated for three times during therapy. The iab was replaced and therapy continued. Severe tortuosity was noted in the patient vessel. There was no injury or harm to the patient.